Event description:
Leaking after flushing central line with saline. Blood leaked out of cap.

Manufacturer narrative:
Initial report (verbally) indicated that no patient harm was reported and no samples were received. Sample were received in november with additional documentation which suggests that due to some blood actually escaping from the connection that the incident is a MDR reportable event. Sample has been provided and it is currently under investigation. Follow-up report to be provided upon investigation completion.